Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with loss of pacing and had suffered a fall due to syncope. The physician believed there may have been a micro perforation since there was a small pericardial effusion, however, "not enough to do anything about" at time of emergency room arrival. The physician also believed the fall was preceded by loss of capture, since x-ray showed no change in lead position. It was also noted the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture at high outputs. The lead was explanted and replaced. Follow up determined the patient died three days later due to aspiration pneumonia. It was unclear if aspiration took place during revision or during subsequent hospitalization.